Event description:
Patient was revised to address pain.

Manufacturer narrative:
Litigation papers allege that the patient suffered pain and discomfort in the left and right hip as a result of the implantation with the asr hip implant. In addition, the patient was injured by excessive levels of chromium and cobalt in his blood. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.